Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the canada. It was reported on (B)(6) 2024 that the patient encountered infusion set cannula was bent which led to high blood glucose level. Insulin was taken by the patient for the treatment. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.